Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with no original packaging. There was dried blood and contrast in the wire lumen. There was a complete separation of the hypotube. The separation occurred 98cm from the hub. The distal section measured 52cm to tip. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure, a shaft kink occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. The 15mm x 3.5mm quantum maverick balloon was used to post-dilate the lesion when it was noticed that the shaft (middle of hypotube) was kinked during pushing the balloon. The device was removed from the patient and the procedure was completed with another quantum maverick balloon. No patient complications were reported and the patient's status is stable. However, the product analysis revealed a shaft fracture.